Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rigid endoscope telescope had an appearance crack from damaged components. It is unknown how the issue occurred. There were no reports of patient harm.